Event description:
The customer reported that the jaws of the instrument would not re-open after sealing tissue. There is no info about whether or not the jaws were on tissue and, if so, what the method of removal was. There was no unanticipated tissue loss, tissue damage or bleeding. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.